Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to only connect the scope to the processor and light source while the system was powered off, power the system off (both the cv-190 and the clv-190). Remove the scope. Clean the contacts on the scope with 70% isopropyl alcohol and lint free cloth. Wait for it to dry and reconnect the scope, try another similar type of scope to test the same communication path. Observe and record the result. Tac emailed the customer the quick reference guide on the b30 error. Follow up with the reporter, performed by tac, confirmed that the reported problem was resolved, however, the reporter did not provide resolution details and a likely cause has not been determined. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30 (scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the client was advised to clean the scope and perform troubleshooting. Additionally, the client received the procedures of troubleshooting and a quick reference guide on how to handle b30 failures. They responded and reported that the device was fine. There was no information that recurred afterwards, and the problem was reported to be resolved. Therefore, it was determined that b30 occurred due to the effects of dust or liquid adherence at the electric junction of the connector. No further information was obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.